Manufacturer narrative:
(B)(4). The device passed the displacement test. Pump error alarmed during self test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. The device was connected to a test transmitter/sensor and monitored without any connection interruptions.

Event description:
Customer reported via phone call that insulin pump had hardware low level failures alarm during self test. Customer¿s blood glucose level was 180 mg/dl. Customer's other blood glucose value was 147 mg/dl. Troubleshooting was performed. Customer was able to clear the alarm and able to complete rewind. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.